Manufacturer narrative:
Additional information was received on december 5, 2017. Post procedure and when the patient was off the operating table, the patient was noticed to have weakness on one side of her body, computed tomography scan of the head was performed and embolic stroke was diagnosed. The treatment for stroke is unknown at this time. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)), st. Jude medical brk transseptal needle (catalog# 407201), st. Jude medical agilis mid-curve 8.5 french sheath (catalog# 408310). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a ventricular tachycardia (vt) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis and pericardial drain) and cerebrovascular accident (cva). At the end of the procedure, a pericardial effusion was confirmed. Pericardiocentesis was performed and yielded 160 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome has improved. It was noted that the injury occurred during mapping/ablation phase. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. A st. Jude medical agilis mid-curve 8.5 french sheath was used. Generator was set on stsf settings at 30 watts (not titrated) at the time of injury. Overall ablation time was 3 minutes. Last ablation cycle time was 30 seconds. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. At some point post-procedure, a stroke was detected. There is no information regarding how the stroke was diagnosed, interventions or physician¿s causality opinion. Extended hospitalization was also noted for the cva. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent a ventricular tachycardia (vt) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis and pericardial drain) and cerebrovascular accident (cva). The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, an irrigation test was performed and the catheter passed the test. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto 3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by the carto 3 system, however error 105 (magnetic sensor error) was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Also, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of the loss of electrical continuity at the sensor could not be determined. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).